Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 172 mg/dl. During troubleshooting, the customer changed the infusion set and could not get insulin to exit with the plunger. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.